Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was found to have the proximal clevis dislodged. Visual inspection found that both welds were present on the clevis. The root cause of this failure is attributed to user. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy surgical procedure, the sheaths were removed from all the instruments, and the front part of the instruments felt loose. Upon inspection, it appeared that the flexible part was separated. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument/accessory was inspected prior to use and was found to be in good condition, with no damage or anything out of the ordinary. During the surgical procedure, the surgeon did not notice any issues with the instrument's functionality, and there were no collisions with other instruments or hard materials. Consequently, no fragments fell inside the patient, and no post-operative tests such as x-rays or ultrasounds were performed to check for remaining fragments. The procedure was completed robotically without any injury to the patient. Furthermore, the patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. Patient demographic information and relevant medical history are unavailable, as the customer stated it could not be disclosed. Additionally, there are no relevant tests, results, or dates available.

Manufacturer narrative:
The single-port (sp) maryland bipolar forceps instrument was further evaluated by failure analysis engineer (fae) and the initial fa was partially confirmed. The dislodged proximal clevis was confirmed; however, it was found to potentially due to a manufacturing issue. The images of the welds were sent to the manufacturing engineer of laser welding for single-port (sp) instruments, and it noted, "it looks like the weld is way off the weld seam and not dead center". The instrument's proximal clevis had areas which are laser welded during manufacturing to join the component with the upper most, most distal wrist disc. While both welds were present and did not exhibit other defects, one weld was found to be off-center as indicated by the visible shoulder on the wrist disk which is typically not visible on a properly centered weld. Because the weld is off-center, it could lead to a reduction in strength of the weld which could lead to the dislodged proximal clevis. As the weld is performed during manufacturing, the root cause of the dislodged proximal clevis appears to be attributed to manufacturing.

Event description:
Refer to h11 for follow-up information.